Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and it is not implanted/explanted. Additional evaluation was conducted. The report indicates that the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the battery casing that it failed leak test. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Event description:
Facility reported to anspach service and repair: service and repair stated the 532.002 (small battery drive casing for 12v battery) battery case was leaking. This is report 1 of 1 for complaint (B)(4).